Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The hp stated that the lights were knocked out and when the power came back up, she encountered this alarm. The hp confirmed that she had not noticed any loose connections, disconnections or defects on the supplies. It is not evidence that the power failure caused se 2240. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm on the home choice (hc) machine during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The tsr then advised the hp to start over with new supplies and to call the nurse in the next 24 hours. The hp understood the explanations, cleared the alarms, would start over with new supplies and call the nurse. No patient injury or medical intervention was reported. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the alarm, it was revealed that the issue was resolved, and that she had resumed therapy. The hp stated that the lights were knocked out and when the power came back up, she encountered this alarm. The hp confirmed that she had not noticed any loose connections, disconnections or defects on the supplies. The hp stated that she is doing fine and continuing therapy. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.